Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a lld contact spring in the reported problem area of the pipette assembly and recalibrated the pipetter arm k0, k2, k3, k4, and k5 positions. The instrument was inspected, tested without further problem, and returned to service.